Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 5.2 mmol/l. The caller also reported that the insulin pump alarmed failed battery test after a new battery was inserted. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis had been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons responding properly. However, moisture was noted on keypad traces. The insulin pump was received with operating currents within specification. No failed battery test alarms were noted. The insulin pump has cracked case at display window corners and minor scratches on the lcd window.